Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient started treatment with vancotech cp (2gm every day, ip) and ticoplan reported as (2000mg intravenous every day, intraperitoneally for 14days). Outcome for the event of peritonitis with culture positive for gram cocci was reported as resolving. At the time of this report, remedial therapy with vancomycin and fortum was continuing. Dianeal therapy was ongoing the nurse believed that the peritonitis with culture positive for gram cocci was not related to dianeal therapy.